Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11. The device was returned to olympus for evaluation and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light flux of the insertion section was slightly interrupted, the e226 scope communication error, universal cable damaged. A root cause for the reported problem of abnormal image could not be established. Based on the results of the investigation, it is likely that the e226 communication error due damaged universal cable and light flux interruption of the insertion section led to the malfunction which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had abnormal images. The issue was found during an unspecified examination procedure that was completed using the same set of device. There were no reports of patient harm.